Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Event description:
Failure to alarm: patient commenced on device on (B)(6) 2014 in hospital, discharged home in (B)(6) 2014. Re-admitted back to hospital on (B)(6) 2014 with cellulitis. Patient stated that exudate had leaked under the film onto her skin below the wound and beyond the dressing yet no alarm occurred. Also, (B)(6) complained that there was a tinge of green on the gauze. (B)(6) also stated that there was a pocket/ collection of purulent fluid under the gauze 'that wasn't being sucked through.'

Event description:
Failure to alarm: patient stated that exudate had leaked under the film onto her skin below the wound and beyond the dressing and no alarm occurred. Tvn complained that there was a tinge of green on the gauze and also stated that there was a pocket/ collection of purulent fluid under the gauze 'that wasn't being sucked through.